Event description:
The product was explanted and returned to the manufacturer for analysis after approximately 3.5 years implant duration. The hcp reports the patient symptoms associated with the reported event show a loss of stimulation coverage. The physician provided that device interrogation at follow-up showed the ipg was at end of life. The unit was replaced, and the patient reportedly has recovered without sequela. The exact date of explant is unknown and was not provided by the physician. The device was surgically replaced and was received by the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal broken bond wires. Results of product evaluation shows that both b + bond wires are broken. The epoxy bond was broken between the hybrid circuit and both battery terminals.